Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited loss of capture (loc) on the shock channel on the presenting electrogram (egm). This patients heart rate was in the twenties, and their intrinsic rhythm was coming through. This ICD remains in service. No adverse patient effects were reported. Additional information was received that this patient was found unconscious and transported to a hospital. The emergency medical service (ems) noted pacing spikes with intermittent capture resulting in long pauses in pacing. This patient was transferred to a different hospital while receiving transcutaneous pacing while intubated. This ICD was interrogated in which threshold was variable and capture was observed. The electrophysiologist had suspected a rv lead issue as the pacing threshold had increased however it was undetermined whether this was a rv lead issue or due to this patients condition of illegal drug use. The rv output was increased and capture was consistent. A temporary pacing wire was then placed without incident and this patient was extubated. This patient was scheduled for a system explant with the intent of a non boston scientific device system to be placed. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited loss of capture (loc) on the shock channel on the presenting electrogram (egm). This patients heart rate was in the twenties, and their intrinsic rhythm was coming through. This ICD remains in service. No adverse patient effects were reported. Additional information was received that this patient was found unconscious and transported to a hospital. The emergency medical service (ems) noted pacing spikes with intermittent capture resulting in long pauses in pacing. This patient was transferred to a different hospital while receiving transcutaneous pacing while intubated. This ICD was interrogated in which threshold was variable and capture was observed. The electrophysiologist had suspected a rv lead issue as the pacing threshold had increased however it was undetermined whether this was a rv lead issue or due to this patients condition of illegal drug use. The rv output was increased and capture was consistent. A temporary pacing wire was then placed without incident and this patient was extubated. This patient was scheduled for a system explant with the intent of a non boston scientific device system to be placed. No additional adverse patient effects were reported. Additional information was received that this ICD was explanted and returned. Analysis is expected to be performed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing, defibrillation and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Additional coding of 9170: loss of consciousness and f2301: additional device required added, per medical review request. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited loss of capture (loc) on the shock channel on the presenting electrogram (egm). This patients heart rate was in the twenties, and their intrinsic rhythm was coming through. This ICD remains in service. No adverse patient effects were reported. Additional information was received that this patient was found unconscious and transported to a hospital. The emergency medical service (ems) noted pacing spikes with intermittent capture resulting in long pauses in pacing. This patient was transferred to a different hospital while receiving transcutaneous pacing while intubated. This ICD was interrogated in which threshold was variable and capture was observed. The electrophysiologist had suspected a rv lead issue as the pacing threshold had increased however it was undetermined whether this was a rv lead issue or due to this patients condition of illegal drug use. The rv output was increased and capture was consistent. A temporary pacing wire was then placed without incident and this patient was extubated. This patient was scheduled for a system explant with the intent of a non boston scientific device system to be placed. No additional adverse patient effects were reported. Additional information was received that this ICD was explanted and returned. Analysis is expected to be performed.

Manufacturer narrative:
Additional coding of 9170: loss of consciousness and f2301: additional device required added, per medical review request. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited loss of capture (loc) on the shock channel on the presenting electrogram (egm). This patients heart rate was in the twenties, and their intrinsic rhythm was coming through. This ICD remains in service. No adverse patient effects were reported. Additional information was received that this patient was found unconscious and transported to a hospital. The emergency medical service (ems) noted pacing spikes with intermittent capture resulting in long pauses in pacing. This patient was transferred to a different hospital while receiving transcutaneous pacing while intubated. This ICD was interrogated in which threshold was variable and capture was observed. The electrophysiologist had suspected a rv lead issue as the pacing threshold had increased however it was undetermined whether this was a rv lead issue or due to this patients condition of illegal drug use. The rv output was increased and capture was consistent. A temporary pacing wire was then placed without incident and this patient was extubated. This patient was scheduled for a system explant with the intent of a non boston scientific device system to be placed. No additional adverse patient effects were reported. Additional information was received that this ICD was explanted and returned. Analysis is expected to be performed.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited loss of capture (loc) on the shock channel on the presenting electrogram (egm). This patients heart rate was in the twenties, and their intrinsic rhythm was coming through. This ICD remains in service. No adverse patient effects were reported.